Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. It has been over 9 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the processor was tested, and disturbances in the image, during use was confirmed. It was surmised, that the faultiness of the video connector socket is the root cause of the image failure. Which was attributed, to excessive pressure when pressing the locking lever down to disconnect the video plug of video scopes. Other findings included the following: the cable has been tested and was determined, to be not the problem. It was identified, however, that the that the socket of the video connector was defective, but the connection is still possible. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. When tested, an intermittent loss of the image function occurred and noise was observed on the monitor screen when connecting devices. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was intermittently present during a procedure. The intended procedure was a gastroscopy/colonoscopy. The problem was identified before the study was started and occurred for a "few seconds." The problem was resolved upon "tilting" a connection with the device and the problem was not observed during the study. There was no patient injury, associated with the problem, reported to olympus.